Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was unable to replicate the incident due to excessive tissue debris in the shaft of the device, preventing actuation of the device. The device was disassembled for further evaluation and all components met specifications. The root cause of the clips cutting the vessel could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap hals abd expl distal pancreatect pancreatectomy: "dr places clip applier on the vessel and when he closed the clip applier, the vessel was cut instead of ligated." Intervention - "none".patient status - "excellent".